Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and undersensing p-waves due to a post-implant dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pulse generator 2013 (B)(6).